Event description:
It was reported that the patient was showing signs and symptoms of a possible allergic reaction or infection since post implant. Patient was in clinic on the day of the report and was having problems at both the device and lead insertion sites starting at the time of implant. The patient had reportedly been on three rounds of antibiotics without a decline in symptoms. The patient stated that device was working great and that he hated the thought of losing relief but that he had been having problems with inflammation and drainage at the surgical site since the surgery. It was noted that the patient was on the "z-pack" for another problem and the symptoms seemed to subside for a bit, but came back. It was also noted that there was drainage/incisional wound opening and possibly red and warm at both incisions with fluid expressed. It was further noted that the implant remained in service but an action had been planned. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 39565-65 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID: 37754 lot# serial# (B)(4), product type recharger product ID: 37746 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Follow up information reported that the no malfunctions of the implantable neurostimulator (ins) were seen and no interventions were performed. The patient was reported as "happy" with their therapy and no further issues had been reported.

Event description:
Additional information received reported the patient was doing okay, as far as the rep knows. The manufacturer representative attempted to call and check in and "his need has changed".

Manufacturer narrative:
(B)(4)

Event description:
It was further reported that the patient was scheduled for explant a day after the report due to ongoing allergic reactions or infection at the implantable neurostimulator and lead implant sites.